Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is capsular contracture baker grade unknown .

Event description:
Patient reported left side "lesions, and the patient has shingles on their knee"(this event is not device related), "pain and bilateral hardness," "pain in my breasts", and " flipped and hardened. " healthcare reported rupture. Device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.